Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient expired on (B)(6) 2020 related to heart failure due to coronary artery disease (cad), hypertension, and obesity. The heartmate 3 lvad, serial number (B)(6), was not explanted. The hm3 lvas IFU lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient expired. The cause of death is heart failure due to coronary artery disease (cad), hypertension and obesity. The pump will not be explanted. An autopsy will not be performed. The heartmate 3 operated as expected, and there were no adverse consequences to the patient due to device or lvad therapy.